Event description:
It was reported by service report that bed exit was not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result and conclusion: upon visual and functional inspection of the bed, it was concluded that it was operating per specification, and the reported event was caused by untrained personnel.